Event description:
On (B)(6) 2005 a monarc sling was implanted. It was reported that the pt had, "problems" with the sling since it was implanted. It was partially removed in (B)(6) 2005. No further info was provided.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.